Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: (B)(6), h2-3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the computer was fully functional and had nil faults found. Codes: b01, c19, d14 h2) the system was serviced at the site. The computer was replaced and the system performed as intended. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial lot: unknown and product ID: 9735785, serial lot: unknown. H2) updates made to img (annex g) component. H3, h6) the 9735764, serial lot: unknown, returned to the manufacturer and is pending analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding troubleshooting. It was reported that the rep removed the back cover of the system and verified there were no visible issues with the uninterruptible power supply (ups), computer, or router. All the connections appeared to be seated properly.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was intermittently getting stuck on the boot-up sequence and never would get to the log in screen. When this would happen, a hard reboot resolved the complaint. It was noted this does not happen each time the system was powered on. There was no patient involvement. Additional information was received. The site reported that in the initial complaint, they always got the screen on the second image (boot up sequence) and it never moved past that unless doing a reboot. 13-aug-2024 was the first time that upon start-up, they receive an ubuntu error in the first image. This was noted to be before the manufacturer representative (rep) replaced the solid-state drive (ssd). A black screen was received with boot-up sequence was received again after ssd replacement. It was noted the ubuntu screen occurred only once. There was troubleshooting present. Technical services (ts) has the site hold the power button down to do a hard reboot and unplug from wall power for a few minutes. When plugging back in, the caller moved to a different outlet than what the system was plugged in to previously. The caller restarted the system normally but pressing on the power button and the system booted up normally. Ts had the caller log into 'stealthadmin' to run a self-test. Self-test showed all connections were fine except displaying "ups connection lost". Ts had the caller verify connections in the other tabs in self-test and all were displaying as expected. Ts had caller verify the date/time on system and the date was correct but the time was showing incorrectly. The site restarted the system from 'stealthadmin' with no issues. Ts had the caller shut down again and unplug the system from wall power for a few minutes and then rebooted system while holding down the power button for 3-5 seconds. The system booted up fine and the caller logged into self-test again and the ups connection lost no longer displaying and was displaying the connection information.

Manufacturer narrative:
H3, h6) the system was serviced in the field and the ssd was replaced. Codes b01, c07, and d02 are applicable.  H6) multiple annex a codes were applied to capture this event. A110201 captures getting stuck on the boot-up sequence, a1102 captures the error messages, and a0902 captures the black screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.